Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301947 and lot number 2108281. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this issue, twenty retained samples were obtained for further evaluation; however, the retained samples did not show any sign of leakage. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system that inspects all product and automatically rejects any damaged parts identified. It is possible that the syringe involved in this reported incident was damaged in the molding area and then went undetected in the assembly machine.

Event description:
It was reported that the bd¿ syringe with needle experienced leakage past the stopper. The following information was provided by the initial reporter: when flushing the child's tube, the syringe was used to aspirate the sealing fluid, and the liquid was found to flow out of the syringe, and the syringe was replaced with the flushing tube.

Event description:
It was reported that the bd¿ syringe with needle experienced leakage past the stopper. The following information was provided by the initial reporter: when flushing the child's tube, the syringe was used to aspirate the sealing fluid, and the liquid was found to flow out of the syringe, and the syringe was replaced with the flushing tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.